Event description:
It was reported via repair work order that the patient's right calf support would not lock properly due to rusted and corroded handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.